Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause. No additional adverse patient effects were reported. Additional information received indicates that the physician was explanting the remaining parts of the lead that were not completely explanted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause. No additional adverse patient effects were reported.